Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed; the fiber was reported to be cleaned during the surgery. The case was completed by turp. There was no report of injury.